Event description:
As reported by facility staff: while nurses aid was transporting resident from bed to chair, the right foot side sling clip came detached and resident had to be supported by nurses aid to prevent resident from falling to ground while lift was lowered to floor. No injuries reported. The sling involved in the incident is in excellent condition, however the lift frame lugs appear to be too small for proper securing according to the arjohuntleigh rep who went on-site shortly after the event. The sling involved in incident was tested on multiple (8) other similar units. The sys involved was the only one which the sling clip lugs appeared to be too small for proper securing. The sys has been taken out of use and svc recommends replacing the sys lift frame.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR bhm medical inc. Add'l info will be provided following the conclusion of the MFR's investigation.